Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that between 2-3pm, the patient¿s cgm was reading low mg/dl. No bg meter comparison value was reported. The patient was wearing a camdiab dana insulin pump. The patient contacted his health care professional (hcp) and was advised to go to the emergency room (ER) for evaluation. No patient symptoms were reported. At the ER, the patient¿s bg meter reading was 120 mg/dl while the cgm was reading low mg/dl. The patient was treated with (4) IV bags of saline and was admitted to the hospital for three days to monitor his bg levels. During his stay, the patient¿s cgm continued to provide a low mg/dl reading, his vitals were stable, and he was asymptomatic. Once discharged, the patient went home and replaced the wearable. The patient had a follow-up appointment with his endocrinologist one week after the hospitalization where he was advised to contact dexcom to report the inaccuracy issue. The patient was ¿stable and doing well¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. At the ER, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.